Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during preparation for use and after opening from the packaging, the rhino laryngofiberscope had green material coming out of the device that was visible on the image. Additionally, there was presence of blood and bodily fluids found on the device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was not confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause not established due to no problem detected with the device. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
Correction is being made to a previously submitted b5 field. The b5 field has been updated to: the device had contact with blood and bodily fluids but the device was not used.

Event description:
Correction: the device had contact with blood and bodily fluids but the device was not used.